Manufacturer narrative:
The helix was partially extended and clogged with blood/tissue. X-ray inspection found over-torqued of the inner coil at the connector region consistent with procedural damage. After cleaning the helix and cutting the lead, the helix can be extended and retracted by applying torque directly at the inner coil. The full helix extension length was measured within specification. The reported event of failure to sense was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient was scheduled for a right atrial (ra) lead revision to suspected lead dislodgment due to loss of sensing. Upon reviewing fluoroscopy images, the lead was confirmed to be dislodged from the atrial appendage. The lead was explanted and replaced. The patient was stable.